Event description:
On 7/17/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's groin. There was no reported difficulty with the deployment. However, following the pt's transfer to the floor, the pt's foot was observed to be pulseless and cold. As the pt's pre-procedure pulses were not documented, the pt was discharged home. On 7/22/1998 the pt returned with complaints of pain and tingling distal to the puncture site. An ultrasound was performed which identified a 90% stenosis of the right common femoral artery. On 7/24/1998 the pt was taken to surgery. The device was removed and the pt underwent a right femoral popliteal bypass graft. A significant amount of plaque and core atheroma was noted within the common femoral artery at this time. As of 8/21/1998 there has been no further report of complication or pt sequelae made to the MFR.